Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-feb-2018 with the following findings: during the investigation, a review of the pump¿s black box verified the pump¿s time/date reset to default after a power reset. A 24-hour basal program was run on the pump, and a time/date reset to default was duplicated during the investigation. Unrelated to the original complaint the battery compartment was found to be cracked.

Event description:
The pump was returned for investigation. Investigation revealed a cracked/damaged battery compartment. This report is made based on the results of the investigation completed 16-feb-2017.